Event description:
The following information was provided by the cook area representative based on comments made by the user. The internal dome (i.e. Tulip tip) reportedly broke off from the tubing. Several attempts were made in an effort to receive clarification on what was done in response to this occurrence. The medical staff could not provide information on if the tulip tip was left to pass naturally through the gastrointestinal tract or was removed at the time of the event. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the feeding tube with the external bolster, clamp, cable tie, and red adapter all attached was returned. The tulip tip was detached from the catheter and was not returned. Our laboratory evaluation of the product said to be involved confirmed the report of the internal tulip tip being detached from the catheter. A visual examination of the catheter indicated the tubing was sheared apart likely with force as it appeared to be ripped. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states the following: visually inspect with particular attention to kinks and breaks in the feeding tube assembly. If resistance is met during placement and/or extraction of the feeding tube, tulip tip detachment may occur. In efforts to provide ease of placement and extraction the instructions for use clearly states: using a water soluble lubricant and gauze, thoroughly lubricate the dilator and entire external length of the tube including the internal bumper. A 1 cm long incision. Caution: a smaller incision may contribute to extreme resistance of the gastronomy feeding tube when exiting the fascia. Extraction: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. Extraction: the tube must be pulled straight out of the stoma tract. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.